Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on both the rate/sense and shocking lead portions of this competitor's lead post-implant. Initially it was suspected that there may be a connection issue as the noise was exhibited on both the rate/sense and shock channels. It was further suspected that the rate/sense portion of the competitor's transvenous right ventricular (rv) lead was at issue. The local area sales representative had been contacted for further information, but to date, none has been made available. There were no reported adverse patient effects or product performance allegations associated with this chronic device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). To date, information suggests that this device remains actively in service without further issue. Information also suggests that the competitor's rv lead also remains actively in service. If additional information would become available, this report will be updated. The device was subsequently explanted for normal battery depletion over five years after the initial observations were reported. The device was returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed.